Event description:
*Literature case* "clinical evaluation of 292 genesis ii posterior stabilized high-flexion total knee arthroplasty: range of motion and predictors" author: mathijs c. H. W. Fuchs et al. In this study there were 292 patients bearing genesis ii implants. It was reported that a patient was treated via manipulation under anesthesia to correct an unspecified implant failure.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore product analysis could not be performed. The clinical/medical team concluded, the data presented in this literature review article indicates that a patient was treated post tka with a manipulation under anesthesia to correct an unspecified implant failure. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.